Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus (B)(4) reviewed the service history of the subject device. The service history was as follows; olympus (B)(4) received the subject device and repaired it for field corrective action and modification of elevator system in august 2016. Olympus (B)(4) sent letters for the annual inspection of the subject device to the user facility, but they unanswered. (A first letter was sent in june 2017, then the 1st reminder was sent on september 6, 2017 and the 2nd reminder letter on october 13, 2017). The user facility asked to remove the subject device from olympus (B)(4) distribution list because they had a contract with a third party maintenance. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On 19th october 2018, olympus (B)(4) received a copy of incident document which was submitted to (B)(6) from the user facility. The contents of the incident document were as follows; persistent contamination of the subject device two high-level disinfection and cross-contamination risk. The user facility sent the subject device for repair to a non-olympus repair company: (B)(4), and trpc replaced various parts and the instrument channel of the subject device. Reprocessing treatment at the user facility conform to manufacture recommendations. (B)(4) followed up with the user facility and olympus medical systems (omsc) was informed that as a result of microbiological testing by the user facility, the subject device was repeatedly tested positive for the microbes as follows. On (B)(6) 2018: channels: pseudomonas putida (>100cfu). On (B)(6) 2018: the instrument channel: micrococcus luteus (1cfu). The suction channel: no microbes. The air/water channel: pseudomonas aeruginosa (7cfu). The subject device disinfected using a non-olympus automated endoscope reprocessor (getinge aperlan) with peracetic acid. There was no report of patient infection associated with this report.